Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3708640, serial/lot #:(B)(4), ubd: 19-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding their implantable neurostimulator (ins). It was reported the patient was scheduled for an ins replacement from pc to rc. As the surgeon was pulling the extension out of the scar tissue the [extension] separated between contacts 11 and 12. The surgeon attempted to place the extension into the ipg but was unsuccessful. The surgeon cut the distal four contacts off of the extension and then placed the extension into the ins. Impedances were checked and comparable to pre-op measurements. The surgeon said they were okay with continuing and satisfied were the impedances. No known environmental or patient factors were thought to have contributed to the issue. No further complications were reported as a result of this event.